Manufacturer narrative:
Product event summary: event description: it was reported that the right ventricular (rv) lead exhibited high impedance. The lead was first implanted in 2003 with the first generator. In 2010 the generator shows 100 short vvs (approx.) And impedance peaks out of the sensing range, and it was decided to replace the device, keeping the same lead. On (B)(6) 2016, the device was replaced due to eri and it was decided to add a sensing-stimulating lead to the system. Today, the impedance of both coils overpassed the threshold values. There is still no resolution to the case. Further information will be provided in a follow up. Update after a deeper observation it was found out that the connection of the rv coil was not properly connected. Thus, the report is only due to the pacing/sensing circuit of the lead. Fu for confirmation: partial replacement of the lead by addition of a bradycardia pace/sense lead. The high voltage part of the lead is still in use. Connection issue with the rv coil in the new device. Preliminary assessment: no std. Event description suggests lead fracture. Preliminary conclusion: suspect lead fracture.

Event description:
It was reported that there was oversensing and high impedance on the right ventricular (rv) lead. After a deeper observation it was found out that the connection of the rv coil was not properly connected. The pace/sense portion of the rv lead was explanted and replaced. The high voltage remains in use. No patient complications have been reported as a result of this event.